Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Subsequently, one year and nine months post-implantation, diagnostic images revealed that the locking bar component of the articular surface has fractured. The patient underwent revision surgery of the articular surface without reported complication. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: left size e cemented option femoral component: catalog#: 00588001501, lot#: 64366826; 16mm diameter 100mm length straight stem extension combined length 145mm: catalog#: 00598801016, lot#: 64721298; size 4 precoat cemented tibial component: catalog#: 00588000400, lot#: 64739910; 14mm diameter 100mm length straight stem extension combined length 145mm: catalog#: 00598801014, lot#: 64710790; trabecular metal tibial cone, medium 36x31mm: catalog#: 00545001336, lot#: 64819407; trabecular metal femoral diaphyseal cone, 30mm, small, left: catalog#: 00545001730, lot#: 64532796; trabecular metal femoral metaphyseal cone, 35mm, medium, left: catalog#: 00545002135, lot#: 63858698; mathys gelatin cement restrictor c-plug size 14: catalog#: 237014, lot#: 20f0905009, qty#: (B)(4); refobacin plus bone cem 2x40-3: catalog#: 3021170001-3, lot#: y01bal0104. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports have been filed for this event. Please see associated reports: 0002648920-2023-00218; 0001822565-2023-02511; 0001822565-2023-02512; 0001822565-2023-02513. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Approximately one year and nine months post-implantation, the patient began to experience pain, instability, immobility and moderate joint effusion. Diagnostic images revealed that the locking bar component of the articular surface had fractured. Subsequently, the patient underwent revision surgery. During the surgery, the knee joint was found to be uncoupled from the connector due to breakage of the locking bolt as well as dorsal dislocation of the articular surface and loosening of the cemented femoral component. The femoral components and articular surface were revised without complication. Due diligence is complete as multiple attempts have been made; all available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical history: left size e cemented option femoral component: catalog# 00588001501, lot# 64366826. 16mm diameter 100mm length straight stem extension combined length 145mm: catalog# 00598801016, lot#64721298. Unknown rotating hinge knee tibial component size 4: catalog#ni, lot#ni. Unknown nexgen stem extension 14 x 100mm: catalog#ni, lot#ni. Unknown tibial cone size m 36mmx31mm: catalog#ni, lot#ni. Unknown femoral cone size s 30mm: catalog#ni, lot#ni. Unknown femoral cone size m 35mm: catalog#ni, lot#ni. Unknown mathys orthopedic c-plug gr. 14mm: catalog#ni, lot#ni, qty#2. G2: foreign: germany. The product will not be returned to zimmer biomet for evaluation as the product currently remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Subsequently, one year and nine months post-implantation, diagnostic images revealed that the locking bar component of the articular surface appears to have fractured. The patient is scheduled for a revision surgery to exchange the fractured component. Due diligence is in progress for this event; to date no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluation of the returned device confirmed it to be damaged and fractured as reported. Additional analysis was performed and suggests fatigue fracture. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture, loosening, breakage of the hinge bolt, pain and instability noted. Radiographs show possible loosening. Root cause was unable to be determined. This complaint was confirmed for fracture by the returned device and loosening, and instability has been confirmed by the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.